Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 45 mg/dl. The customer was treated for the low blood glucose with a sandwich. The customer stated that they inserted a sensor after the previous sensor fell off their body. The customer received a lost sensor alert, but managed to resolve the issue. The customer declined troubleshooting the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.